Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor, displaying a service code 204, and can connection status message.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched, can connection status, and service code 204) was due to the latches on the trunk cable connector. The root cause for the damaged connector was unable to be identified. There was no adverse vent that resulted from the damaged belt.